Manufacturer narrative:
The stent of es2823f model is designed to connect esophagus to duodenum, does not pass through gastric. According to investigation of returned device, it was observed that stent fractured at 2/3 distal part. In the case of fracture due to peristalsis, the fracture tends to be formed "I" (longitudinal direction) shape. But the fracture due to bending movement, the fractured tends to be formed "-" (transverse direction) shape. Through visual investigation of suspected device, it was confirmed fracture of - shape. Also, the fracture part, 2/3 distal part, is located in toward duodenum, and is formed s shape. Since there are bending movements at the stent of s shape, it is supposed that stent fracture occurred. Last, if wrong size of stent were implanted because of difficulty in prediction of exact size, it is possible to be worse the bending. Since it is difficult to reconstruct at that time in the lab and limited info, it is hard to evaluate exact root cause for this fracture. But we will continue monitoring for fracture cases in that model. Fracture might occur from the pt's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. For pt's info, we taewoong and our distributor could not get more detail pt info because hosp did not open the pt info such as "age at the time of event, date of birth, sex, and weight."

Event description:
On 12/14/2014, mega stent (es2823f) was placed bypassing the stomach. Proximal end of stent was in distal esophagus and distal stent end into duodenum. (B)(6) 2015 the stent was removed successfully but a stent fracture was found after removal. There was some superficial bleeding after stent removal but no serious pt injury.